Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) called in and stated that the weld on the bed failed on the bed the assist rails snapped off.